Event description:
A diagnostic laparoscopy procedure was in progress when the tenaculum forcep, for manipulating the uterus, broke. The curved jaw section, measuring approximately 135mm in length, had broken off and remained inserted in the uterus. The metal piece was removed, with no injury to the pt being observed.